Event description:
A customer observed a non-reproducible positive outier on the vitros tsh assay. Biased results of the magnitude observed may lead to inappropriate physician action. There was no reporte of patient harm as a result of this event.